Event description:
Beginning approx one year after implant, the pt had multiple unspecified problems with the implantable neurostimulator (ins). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).